Event description:
The following additional information was received from the author: an olympus device did not cause or contribute to the adverse event described in the article. Also, it was confirmed that an olympus device malfunction did not occur.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information provided through follow up (b5). The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus reviewed the article "short and long term effect of anti-reflux mucosectomy with cap-assisted endoscopic mucosal resection for refractory gastroesophageal disease." 115 eligible patients underwent arms-c, 96 were followed up for at least six months after the procedure, and 22 were followed up for at least two years. No serious adverse effects were reported after the procedure. Among the 22 patients who were followed up for at least two years post-procedure, five still experienced no reflux symptoms without the need for ppi, 14 were able to maintain a reduced ppi dosage, three patients still showed no improvement in refux symptoms, and none of them experienced any adverse effects. Serious esophageal bleeding, perforation, and hematemesis were not observed during or after the procedure. Minor bleeding incidents during the procedure were managed using apc (forced coagulation mode at 30 ~60 w). Nine patients presented with simple strictures, effectively treated with one or two sessions of balloon dilatation.